Manufacturer narrative:
Dissection, as listed in the xience v IFU, is a known adverse event associated with stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states, " implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other )." It is likely that the ptci is a secondary effect of the dissection. A conclusive root cause cannot be determined.

Event description:
Reporting rationale: serious injury- medical intervention. Reporting status: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that it was reported after implant of a 2.25x23mm rx xience v stent, a distal edge dissection was noted. Balloon dilatation was performed to treat the dissection. No additional event or patient information is available.